Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f¿7f mynxgrip vascular closure device (vcd) was exposed externally during device preparation. Manual compression hemostasis was applied for less than 30 minutes. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the mynxgrip vascular closure device. No obvious device or packaging damage was observed prior to use. One mynxgrip device was used. The introducer sheath used, including manufacturer, model, and french size, was unknown. Angiography confirmed suitability of the femoral artery, including confirmation that the sheath insertion angle was 30¿45 degrees. Vessel diameter was confirmed to be =5 mm, and there was no obvious calcification, plaque, stent, or >50% stenosis at or near the puncture site. Prior to using the mynxgrip vascular closure device, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The procedure was an interventional procedure performed in the femoral artery. The device was removed from the package by holding the handle. The shuttle handle was not displaced. The sealant sleeve was out of position, and when the package was opened the plug portion was already outside the sleeve. The device was returned for evaluation.